Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. To address the issue, the patient underwent surgical intervention on (B)(6) 2025 wherein the physician intended to replace both leads; however, the leads were ultimately explanted and not replaced as there was difficulty placing the new leads.